Manufacturer narrative:
The investigation has determined that lower than expected potassium (k+) results were obtained from a vitros performance verifier (pv) using vitros chemistry products k+ slides lot 4102-1138-1818 on a vitros 350 chemistry system. The assignable cause of the event is an instrument related issue. The results from a vitros k+ diagnostic precision test processed on the vitros 350 chemistry system were not within expectations. In addition, quality control results for vitros k+ were not acceptable on the date of the event. An ortho field engineer performed service actions on the instrument which included replacing the electrometer. The results from post service vitros k+ diagnostic precision tests performed on the instrument were within expectations. Additionally, there has been no reported recurrence from the customer of unacceptable vitros k+ results since the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected potassium (k+) results were obtained from a vitros performance verifier (pv) using vitros chemistry products k+ slides lot 4102-1138-1818 on a vitros 350 chemistry system. Vitros pv ii lot n9816 results of 3.02 and 3.27 mmol/l vs the expected result of 5.59 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros k+ results were obtained from a quality control fluid and were not reported from the laboratory. However, the investigation cannot conclude that patient sample results were not or would not be affected if the event were to recur undetected. There have been no reported allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).